Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, mpxr 609987 (con): information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient mentioned she thought that the lead may have moved and was not feeling any stimulation even when the amplitude is turned up to 4.0 ma. The issue was not resolved at the time of this report. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported from hcp stated that patient did not return the implant.